Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, the stent could not be fully deployed. The physician noticed the guide catheter was still stuck inside the stent. When he tried to pull the pull wire harder, the guide catheter broke. The delivery system was completely pulled out from the patient and it was noticed under fluoroscopy that a part of the broken guide catheter remained stuck inside the stent. The piece of broken guide catheter was retrieved using a grasping forceps and the procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.